Event description:
The customer contacted physio-control to report that their device shut down while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The reported issue was not able to be duplicated. However the issue was verified during review of electronic records from the device as well as a voltage drop measurement. It was determined that the reported issue was due to due to the battery pins and battery wire harness as well as the state of charge of the battery in well #1 at the time of the event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's battery pins and tightened the main battery wire harness. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device shut down while monitoring a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.